Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in three pieces. The reported event of fracture was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal abrasion was breaching the re cable lumen at 31.3 ¿ 34.1 cm from the distal tip. At this location, the etfe cable coating was abraded and partially melted proximal to superior vena cava shock coil. Internal abrasions were also found breaching re cable lumen at 7.3 ¿ 9.9 cm and 41.0 ¿ 41.7 cm as well as rv cable lumen at 9.3 ¿ 11.5 cm from the distal tip.